Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with lead dislodgement. The lead was moved into the atrium. The helix was nonfunctional and the lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A fracture of the inner coil was noted at the shaft weld. This is consistent with the observation from the field of helix issues.